Event description:
It was report that the zimmer ats was being trialed at (B)(6) hospital. The machine was set up on a pt for a left tkr. The pt was induced, after which time a delphi disposable contour tourniquet cuff was applied. The lop functionality was used on the machine, with the sensor being applied to the pt's left second toe. The machine returned a lop reading of 116mmhg, with rtp of 166mmhg. This reading was verified and accepted by the treating surgeon. During the surgical procedure, the pt's systolic bp elevated from 90 to 150, at which stage the accepted tourniquet pressure was insufficient to occlude limb blood flow, and a venous tourniquet state was reached. As a result, the tourniquet cuff had to be deflated. Later in the case, the limb was elevated, re-exanguated, and the tourniquet re-inflated to a pressure of 300mmhg which provided sufficient pressure to occlude blood flow for the remaining duration of the procedure." There was approx 500 cc of add'l blood lost. The surgical time was estimated to have been increased by 20 mins.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.